Event description:
It was reported that the patient presented in clinic for leadless pacemaker (lp) implant procedure. During the procedure, the atrial lp was fixated upon which high capture threshold was noted. During repositioning, the helix was found to be clogged with tissue and not sensing appropriately. The procedure was completed using an alternate lp on (B)(6) 2024. The patient was stable.

Manufacturer narrative:
The reported events of failure to capture and sensing issue were not confirmed. Final analysis found no anomalies contributing to reported event of capture problem or sensing issue. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.